Event description:
A customer reported receiving an error 658 on the display of their precision xtra blood glucose meter. It was then additionally identified by adc customer svc that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data mgmt system. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.